Manufacturer narrative:
According to the surgeon, the lens remains implanted, and the patient is doing "okay". The problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4). - patient age < (B)(6) years at time of implantation.

Manufacturer narrative:
The statement "gonio findings were not worrisome" needs to be added. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were report for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, shallow anterior chamber, and significant reduction of irido-corneal angles. The surgeon alleges that the optic is very thick. He also stated that he could not pull the lens within the cartridge as usual. He felt it might be due to some "technical fault in his part". After finally injecting the lens, he noticed the icl seemed "a bit thicker". Post-op measurement of lens (by surgeon) shows more than 300 microns at the center. As of the day of MDR submission, the lens remains implanted. This case is currently under medical consult.

Manufacturer narrative:
Date of birth is (B)(6).